Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the subsidiary service center, when the pump was started, the whole liquid crystal display (lcd) was turned on, but impossible to start the pump. There was no pt involvement.